Event description:
Beckman coulter contact date: 2008. A customer contacted beckman coulter inc. (Bci) regarding false negative (-) hcg results generated by the icon 20 hcg. Customer states that last two batches of icon 20 yielded false negative pt results. Based on available info, pts were clearly pregnant, some more than 18 weeks and serum quantitative test gave positive (+) result for pregnancy. There is no reported effect to pt or user.

Manufacturer narrative:
Customer has only seen this type of discrepant result on this lot number. Retain devices performed as expected when tested by beckman coulter inc. (Bci) with: positive and negative serum and urine controls. Positive clinical urine sample. No other sample or product was returned by customer. No other add'l info is available for this event. A clear root cause has not been determined to date. A malfunction will be assumed for the purpose of this report.